Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 70% stenosed target lesion was located in the severely tortuous, non calcified bifurcation of the distal right coronary artery (rca), the posterior descending artery (pda) and the posterolateral artery (pl). The 2.50x12mm taxus liberte drug eluting stent (des) was advanced to the lesion and while the physician was trying to position the stent in the target lesion the shaft of the device broke. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned in two sections for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 16cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. A review of the device history record found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context, due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties.